Event description:
It was reported that patient's pacemaker was in backup mode and exhibited loss of capture. The device was not able to be interrogated. Patient experienced arrhythmia. The pacemaker was explanted and replaced. There patient was stable.